Event description:
The physician was using an endeavor sprint rapid exchange (rx) drug-eluting stent for treatment of a lesion in the circumflex artery. The vessel was heavily calcified and the physician was unable to cross the lesion. When the device was removed it was noted that some of the stent struts were deformed. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval, results: (heavily calcified), (failure to deliver stent/stent deformation), (device not received). Conclusion, results: (heavily calcified).